Manufacturer narrative:
Device received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to perform displacement test and selftest due to constant blank/flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and screen was flashing white screen when we tried to turn it on. Customer stated the battery was changed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.